Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument jaws appeared broken and repeatedly snagged tissue. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar jaw or grip tip seemed dislodged and kept catching tissue; tissue was excised due to the issue. There was no problem removing the instrument through the cannula. It was unknown whether the instrument was available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.186" x 0.6770" was found to be broken off. The broken piece was still attached by the instrument's conductor wire. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h11 for follow-up information.